Event description:
During donation process, machine collected approx. 40 gms of milky, pink-tinged plasma per cycle. After approx. One hour, donation was discontinued at 286 gms of plasma. Following disconnection, donor reported blood in his urine. Donor stated that the urine "cleared" while he was urinating. Donor remained in the center, drank water, and after approx. One hour urinated again. Urine appeared dark brown in color. Donor was referred to ER for evaluation. ER personnel reported on 8-21-97 that donor was not treated but was referred to a urologist by ER personnel if his condition persists.